Manufacturer narrative:
The reporter did not provide contact information, name of clinic where treatment was performed or any device identifier. Unable to follow-up with either the reporter or the clinic and conduct further evaluation of the event. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
A patient report was received from the FDA medwatch program reporting that the patient experienced severe night blindness and an inability to drive at night following a lasik procedure. The patient reported that these symptoms have continued since the treatment. The patient contacted the doctor with concerns, but was advised that the doctor could not do anything unless an exam was performed. According to the patient the doctor responded being extremely surprised of the issues the patient was experiencing since the procedure improves night vision. The patient indicated that the doctor suggested that the patient could have a second laser treatment and also suggested that eye drops, plugs or tinted glasses for night driving could be prescribed. The patient further reported that they suspect that their pupil dilates far beyond 8.0 mm at night, and the night blindness is caused by an undertreated area on the corneas. The patient also indicated that the doctor had explained that the laser treated 6.5 mm of the cornea. The records indicated that the patient's pupils were measured at 7.5 mm not 8 mm.